Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and textured to smooth exchange.

Event description:
Healthcare professional reported left side textured to smooth exchange. Additional information noted, "double capsule, non adherent, 3cc peri prosthetic fluid." The device has been explanted.

Event description:
Healthcare professional reported left side textured to smooth exchange. Additional information noted, "double capsule, non adherent, 3cc peri prosthetic fluid." The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photos identified red particle material on the shell, red tissue, creases and deformation. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it was not possible to determine the most likely failure mode.